Event description:
The customer reported to baxter of an unknown quantity of unspecified IV tubing in which a no flow was detected after spiking unspecified IV bag for use with unspecified pump. No patient involvement is reported. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/6 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because the bag was not connected tight. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Proper procedures per the user manual were reviewed with the caller. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the supplies were discarded therefore a sample was not available for evaluation.

Event description:
The home patient (hp) contacted baxter's technical service center regarding system error (B)(4) alarm which occurred on the home choice (hc) during use, during dwell 4 of 6. The hp was connected. The baxter technical service representative (tsr) had the hp recycle the power and explained the alarms. The tsr instructed the hp to discard the supplies and start over with new ones for a manual exchange. The hp found the spike connection to the bag was loose. The hp will contact the registered nurse (rn). The solution to the problem was provided over the phone. There was no injury or medical intervention indicated at the time of the initial report.